Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access 2 instrument. Patient a: the initial accu tni result was ">50.0ng/ml". The original sample was re-tested for accu tni at another hospital and a result of 0.15ng/ml was obtained. Patient b: the initial accu tni result was 1.6ng/ml and 0.53ng/ml upon repeat. The sample was tested for accu tni at a reference lab and a result of 0.41ng/ml was obtained. The erroneous results for both patients were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, qc and system check have been within specifications. Pre-analytical sample handling information was not provided. A field service engineer (fse) was dispatched to the customer's lab: a) the fse cleaned and rebuilt an entire analytical module. B) the fse replaced: mixer belt and rollers, incubator belt front pulleys, wash carousel bearings, spacers and retainer clips, aspirate and dispense probes. C) the fse performed diagnostic testing and all results passed within specifications. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.